Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead. No changes or interventions were reported. The patient condition was stable.

Event description:
Additional information received notes that the patient presented to the emergency room. Device interrogation revealed recurring issue of oversensing noise resulting in pacing inhibition on right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.